Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2016 with the following findings: during investigation, the pump powered on with audible and vibratory features and a blank display screen. The verification screen was not displayed. The original complaint was unable to be adequately investigated due to the cracked/damaged display screen. Unrelated to the original complaint, the pump cover was removed and the display screen was found to be damaged. A test screen was used and the pump powered on to the verification screen with a normal contrasting using a test screen. The audio bolus button cover was found to be missing on the pump. The battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.